Event description:
Reportedly, after approximately 71 months of implantation, the device had reached the eri (elective replacement indicator). In addition, episodes with oversensing on both atrial and ventricular channels were observed. The device was then replaced with a paradym rf dr 9550 (sn (B)(4) reported under MDR 1000165971-2012-00250); the leads were kept implanted at that time.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.